Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implant date: (B)(6) 2014; 5076-45 lead, implant date: (B)(6) 2014. (B)(4).

Event description:
It was reported that the lead dislodged after slitting and prior to closing the pocket. The lead was successfully re-placed in the patient. The lead remains in use. No patient complications have been reported as a result of this event.